Event description:
Customer called and stated she was able to place pod, seemed to be working fine. Her blood glucose levels elevated and remained elevated even with insulin boluses. She was using 2 blood glucose meters and writing down other#'s as well. She was advised by her physician to change pod, had not done so yet. There was no kink in cannula or apparent occlusion as well as no alarm history in pdm. The pod is expected to be returned for evaluation.

Manufacturer narrative:
The product was returned and evaluated. The evaluation indicates a probable problem with the retainer that allowed a component to move resulting in damage. This damage prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over- pressurized. The omnipod user guide states: "warning: never use a pod if, during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these condition could result in under-delivery of insulin." The user is also instructed in the user guide to monitor blood glucose levels frequently. By following these recommendations, the user became aware of her high blood glucose and started a new pod.